Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, insulin pump was received stuck in the motor error loop during bolus and basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file. The insulin pump was unable to perform excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads, minor scratches on display window and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. Customer mentioned doing a set change and receiving a no delivery alarm. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.